Event description:
During a biventricular implantable cardioverter-defibrillator (bi-v ICD) placement, merge heart rate (hr) reporting as 0, actual 63 - repositioned, troubleshooting - backup hemodynamics on anesthesia monitor hr confirmed 63, no harm.